Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383539 and lot number 4059675. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 383539, batch number#: 4059675. It was reported by customer that IV cath end where needle disconnects was leaking blood after IV placed. Verbatim#: rcc received a complaint via email. Email(s) attached. Product name(s): bd nexiva 18 gauage. Item# 383539. Lot# 4059675. IV cath end where needle disconnects was leaking blood after IV placed.